Event description:
The pt was implanted with a siltex saline mammary prosthesis on 4/12/96. Subsequently, the pt experienced a deflation of the device, a seroma and an infection. The device was explanted on 3/19/99.